Manufacturer narrative:
A supplemental MDR is being submitted for a completion to the engineering evaluation. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. No imagery was provided. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. It should be noted that the s3 thv was implanted in the tricuspid position for this case. Implantation of thv-in-pre-existing surgical valve in the tricuspid position using any sapien 3 valve is not currently an indicated use of the device. Therefore, this was off-label operation. The IFU in this section is for tf (transfemoral) procedure in the aortic/mitral position and was reviewed for relevant guidance for an s3 implant using a commander delivery system. The commander delivery system with s3/s3u/s3ur IFU was reviewed. Warnings include, 'accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism'. Potential adverse events note, 'exercise intolerance or weakness'. Additional potential risks associated with the use of the valve, delivery system, and/or accessories include: 'valve stenosis', 'structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis)', 'paravalvular or transvalvular leak', and 'valve regurgitation'. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaints for stenosis and central regurgitation were confirmed based on provided medical record. Due to unavailability of valve serial number, the DHR and lot history review were unable to be performed to determine if a manufacturing non-conformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, 'an unknown time post-implant of an unknown sapien 3 valve in the tricuspid position, the unknown sapien 3 required intervention due to stenosis' after reviewing the medical records provided, the patient had a valve-in-valve procedure was performed with a 29mm s3 valve implanted in a 31mm non-edwards valve. An echocardiogram in august 2024 showed moderate tricuspid regurgitation and mild stenosis of the 29mm s3 valve.' It should be noted that the sapien 3 thv was implanted in the tricuspid position for this case. Therefore, it is an off-label operation. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention, or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, patient had vast comorbidities (renal failure on dialysis, hyperlipidemia, homocysteinemia), which are known factors that may increase the risk of atherosclerosis leading to early valve degeneration and reduce eoa (effective orifice area) of valve, resulting in stenosis. As such, available information suggests that patient factors (pre-existing comorbidities) may have contributed to the complaint event. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Regurgitation which develops progressively over time can be due to several issues including patient-related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. In this case, it is possible that stenosis prevented the valve leaflets from proper coaptation, resulting in central regurgitation as reported. As such, available information suggests that patient factors (stenosis) may have contributed to the complaint event. Per the assessment, it has been determined that no CAPA, scar, or pra is required as the established triggers have not been met. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by the field clinical specialist (fcs), an unknown time post-implant of an unknown sapien 3 valve in the tricuspid position, the unknown sapien 3 required intervention due to mild stenosis and moderate tricuspid regurgitation and a valve in valve was performed. After reviewing the medical records provided, the patient had a valve-in-valve procedure was performed with a 29mm s3 valve implanted in a 31mm non-edwards valve. An echocardiogram in (B)(6) 2024 showed moderate tricuspid regurgitation and mild stenosis of the 29mm s3 valve. Subsequently, a successful transcatheter valve-in-valve-in-valve procedure was performed approximately 2 years and 11 months post-implantation, implanting a 26mm s3ur valve within the 29mm s3 valve, which was within the 31mm non-edwards valve.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), an unknown time post-implant of an unknown sapien 3 valve in the tricuspid position, the unknown sapien 3 required intervention due to stenosis and a valve in valve was performed.